Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. No more noise was seen after the event. The patient was in stable condition and will continue to be monitored.